Event description:
A complaint of a pt with problems swallowing was rec'd. The pt had undergone cervical spinal fixation with the spinelink anterior cervical system one year ago. A barium swallow test showed no blockage but it was noted one of the lock nuts had dislodged. To date the pt has refused second surgery to remove the component. Although presently there is no definitive connection between spinelink and the pt's swallowing symptoms, an MDR is being filed for informational purposes.